Event description:
It was reported that a perforation occurred. The target lesion was located in the moderately calcified right coronary artery (rca). A 15mmx3.50mm wolverine cutting balloon was selected for percutaneous coronary intervention. During the procedure, upon injection after inflation, a perforation was noted. The patient experienced pericardial effusion, bleeding, decreased blood pressure, and cardiac tamponade. The physician used a covered stent to treat the perforation and performed pericardiocentesis. The procedure was completed successfully. The patient was stable post procedure and is expected to fully recover.